Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level subsequently increased to display as "high;" bg value was not provided. Insulin was administered via a manual injection to address bg. As a corrective action, technical support arranged to replace the faulty pump, and the customer planned to use a backup insulin pump to ensure continuous insulin delivery.